Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient reported that more than a month prior to the report he developed an infection every 7 days when he removed the sensor patch. No details of the symptoms were provided. He was unable to remember specific dates or how long the sensor had been inserted. He went to his family physician who prescribed unspecified antibiotics and cream. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.